Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to cardiovert a patient (age & gender unknown), the device was unable to obtain an ECG signal via multifunction cable. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation. The customer's report was not replicated or confirmed. The device passed full functionality testing without duplicating the report. An ECG signal was found to be present in both the pads and the ECG leads with the customer's returned mfc and test ECG cabling. The device was recertified and returned to the customer. Review of the device log shows a number of "check pads/poor pad contact" and "ECG lead off" messages. No clinical file was saved, so it is unknown if a signal was seen or not. There are a number of factors that exist outside of a device malfunction that can cause no ECG signal in pads and ECG leads that include but are not limited to: poor coupling of the pads/electrodes to the patient, poor coupling of the pads/electrodes to the mfc/leads/device, or an issue with the accessories themselves. The pads used during the event were not returned. Analysis of reports of this type has not identified an increase in trend.